Event description:
During impaction of the ring over the cup, one of the tabs chipped off resulting in a delay to surgery as an alternate device was retrieved. This event occurred outside of the us, in (B)(6).

Manufacturer narrative:
Returned device is currently undergoing engineering evaluation. The device history record review provides assurance that the device was accepted with conformance to product requirements.